Manufacturer narrative:
The reported complaint of "during shift check, the autopulse platform (sn (B)(4) displayed a user advisory (ua)41 (patient temperature sensor failure) error message" was confirmed in the archive data review but not during functional testing. Device functioned as intended, and there was no device malfunction that could have caused or contributed to the reported ua41 error message. However, improper storage condition of the autopulse system most likely contributed to the occurrence of the ua41. The storage and shift check conditions are not known; however, ambient storage condition (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) as well as using the platform on a soft surface that may block air vents will increase the internal temperature of the autopulse platform and cause the occurrence of ua41 error message. During the visual inspection of the returned autopulse platform, no physical damages were observed. A review of the autopulse platform archive was performed, and it showed multiple ua41 (patient temperature sensor failure) to have occurred around the customer reported event date. The autopulse platform passed a 30-minute initial functional test without any fault or error, and the reported complaint could not be reproduced. Therefore, the reported complaint was not confirmed. Not related to the reported complaint, the platform front cover and grip strips were replaced. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Manufacturer narrative:
Device manufacturer date was updated. The reported complaint of "during shift check, the autopulse platform (sn:(B)(4) displayed a user advisory (ua)41 (patient temperature sensor failure) error message" was confirmed in the archive data review but not during functional testing. Device functioned as intended, and there was no device malfunction that could have caused or contributed to the reported ua41 error message. However, improper storage condition of the autopulse system most likely contributed to the occurrence of the ua41. The storage and shift check conditions are not known; however, ambient storage condition (e.g. A fire truck sitting in a hot and humid environment and/or being exposed to direct sunlight for long hours) as well as using the platform on a soft surface that may block air vents will increase the internal temperature of the autopulse platform and cause the occurrence of ua41 error message. During the visual inspection of the returned autopulse platform, no physical damages were observed. A review of the autopulse platform archive was performed, and it showed multiple ua41 (patient temperature sensor failure) to have occurred around the customer reported event date. The autopulse platform passed a 30-minute initial functional test without any fault or error, and the reported complaint could not be reproduced. Therefore, the reported complaint was not confirmed. Not related to the reported complaint, the platform front cover and grip strips were replaced. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were four similar complaints reported for autopulse platform with serial number (B)(4). Ccr (B)(4) was reported on (B)(6) 2015. Ccr (B)(4) was reported on (B)(6) 2016. Ccr (B)(4) was reported on (B)(6) 2016. Ccr (B)(4) was reported on (B)(6) 2018. The platform has been returned for ua41 error message several times; however, no fault found related to the ua41. In all cases, the platform performed as intended. Normal service repair was performed each time.

Manufacturer narrative:
Zoll has received the autopulse platform on 10/30/2019 for investigation; however, device investigation is still pending. A supplemental report will be filed when the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn:(B)(4)) displayed a user advisory (ua)41 (patient temperature sensor failure) error message. No patient involvement.